Event description:
It was reported that there were telemetry issues intra-operatively. The implantable neurostimulator (ins) was pre-programmed prior to surgery without any issues. It was stated that two different clinician programmers and a patient programmer were used. It was reported that the patient was in a new operating room. The ins was implanted and they were going to try to communicate with the device in the recovery room. Additional information received reported that "everything was fine". It was noted that "there must have been interference in the room that was not allowing the clinician programmer to connect with the ins". Impedances were check in the recovery room, and "everything was working properly". It was stated that the patient was "doing great".

Manufacturer narrative:
Product ID: 3889-28, lot# va09nax, implanted: (B)(6) 2013, product type: lead. (B)(4).